Manufacturer narrative:
Investigation summary: one photo was submitted for quality investigation. The customer complaint of foreign matter was verified by visual inspection of the photo. A device history record review for model 2420-0007 lot number 21026389 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 21feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: material #: 2420-0007. Batch/lot #: 21026389. Just wanted to report this IV tubing. The spike looks to be contaminated. So far nothing else has been reported.